Event description:
Shortly after my total right hip replacement and rehab, my right leg progressively became painful with gross fatigue in the leg, both contributing to my having to use a wheelchair, if I needed to walk more than 300 feet. Following our moving to another state, I was fortunate to be seen by an excellent surgeon who did a revision on my hip. Before the revision, in addition to the pain and fatigue, my hip squealed and I could feel it grating during movement. Following my revision, "inspection of both the femoral head that was removed, and the liner indicated an area of abnormal wear on the head, as well as the liner. These were in articulation with each other and appeared to be almost third body in nature. There was some black scratching on the ceramic, both in the cup, as well as on the head. This was in the superior portio of the acetabulum, just inside the metal retaining ring." Walker, cane, 3 months traditional rehab following implant, 30 more rehab visits prior to revision and more doctors' visits than I can count. Pain control was a large part of my doctor/patient care.